Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing and shock impedances on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed that there was only one single excursion of oor impedance measurements, and all other lead measurements were within normal limits. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.